Event description:
It was reported that oversensing of noise with inhibition was observed. Noise was reproduced in clinic. The ICD and lead were to be revised. At revision, a new lead was implanted, but acceptable thresholds could not be obtained. The original lead was reconnected to a new ICD. Post revision procedure noise was observed. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.